Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. Upon review, it was found that noise was exhibited by the atrial lead. No intervention was performed. The patient experienced no adverse consequences.